Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported every once in a while she will get a message on the controller "setting not available" since the past couple of months.pt reported in the very beginning after her ins was placed she had to have a second surgery to correct the lead wire connections because she was not getting therapy benefit pt stated the stim does feel differentâ¿¦it is not in all of the places that it was in the pastâ¿¦.pt does not have headaches and not have the nausea and vomiting from pain so that is a positive. The patient was redirected to their healthcare provider to further address the issue. Pss is sending a message to the local field rep about pt call. Refer to (B)(4) regarding setting not available.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.